Manufacturer narrative:
Unique identifier (UDI)#: na. The event occurred in (B)(6).

Event description:
The customer complained of questionable results for glucose on one patient tested with accu-chek inform ii test strips on an accu-chek inform ii meter with serial number (B)(4). The customer tested the patient 3 times within 4 minutes with the following results: at 9:16 am: 13.8 mmol/l. At 9:18 am: 5.8 mmol/l. At 9:20 am: 17.4 mmol/l. The patient was on an insulin IV at the time. The IV was adjusted based on one or more of the results. No adverse event was reported. The test strips and meter were requested to be returned for investigation. The test strips are not available for return. Quality controls run on the meter passed, including after the event. In addition, the customer alleged the screen of the inform ii meter appeared "pushed down." The customer returned the inform ii meter, serial number (B)(4). A general function test was performed, as well as optical investigation of the housing interior, and a visual examination. The meter was opened and investigated. Quality control material was tested with the meter and retention strips from lot 475040: control ranges: level 1, 30-60 mg/dl. Level 2, 261-353 mg/dl. Results: level 1 ¿42, 43, 42 mg/dl. Level 2 ¿ 294, 296, 295 mg/dl. All results are within acceptable range. The alleged malfunction was not reproducible. The product performed according to the specifications. The visual investigations of the instrument housing revealed internal contamination. The meter has internal contamination under the foil. The display performed according to the specifications.